Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient underwent an unrelated surgery. It was unclear whether this incident occurred during the patient surgery or post-operative, but on the cardiac monitor the patient heart rate rose to 130 beat per minute. It was believed that the patient had gone into a ventricular tachycardia and thus an external shock was delivered. The patients rhythm reverted back to a sinus ventricular tachycardia and medication was given. It was believed that there was interaction between the minute ventilation sensor and the cardiac monitor resulting in the increased heart rate. After checking the patient the minute ventilation was programmed to passive. A review of the save to disk by engineering noted that what appeared to be minute ventilation signal artifacts on the external electrocardiogram as well as dual chamber pacing at max sensor rate of 130. Engineering noted it was not known how this occurred if the minute ventilation was set to passive. Further information from the field representative confirmed that the minute ventilation was on at the time of surgery. The minute ventilation was programmed to passive after the incident occurred in case the patient would return for other procedure. No adverse patient effects were reported.